Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted thin leaflets with prolapse and flail in the p2/p3 region. The patient had scoliosis and a rotated heart which caused imaging to be difficult. The first two clips were successfully deployed. Then the third clip delivery system ( cds) was advanced to the mitral valve, and the clip was deployed. However, then the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the slda was due to thin leaflets. An attempt was not made to deploy a fourth clip due to insufficient posterior leaflet tissue. Therefore, additional treatment was not performed. The patient is stable. Three clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported poor image resolution was due to challenging anatomy as well. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.